Event description:
It was reported to philips the device etco2 capnography was not picking up numbers nor waveform and would show blank dashes across the bottom during a cardiac arrest. The device was in use on a patient and there was no adverse event to patient or user.